Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the water bag spike and the feedset tube on an mr290 humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) for evaluation. It was connected to a water bag and was visually inspected for the reported leak. Results: a drop of water began to build at the connection between the feedset tube and the bag spike. Sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120213. Conclusion: the identified leak was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).